Event description:
The customer reported via phone call that they needed assistance reprograming their loaner insulin pump. It was also mentioned that the customer experienced a low blood glucose reading of 31 mg/dl in the morning. The customer had medical intervention from emt's for the low blood glucose reading. The customer was assisted with reprograming the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.